Manufacturer narrative:
Follow-up # 1 ¿ (06/06/2015). The patient¿s meter has been returned on 5/12/2015 and evaluated by lifescan product analysis on 5/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she first noticed a problem with her meter on (B)(6) 2015 at 10:58 am, when she obtained an alleged inaccurately high blood glucose result with the subject meter of ¿122 mg/dl¿ and ¿78 mg/dl¿ on another meter (onetouch ultra), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. She reported, prior to the start of the alleged issue with the meter, she had experienced symptoms of ¿tired [and] blurred vision¿ following exercise in the garden at 10.48 am. She reported that at 11:10 am on (B)(6) 2015, she consumed ¿orange juice¿ to treat her symptoms and ¿felt better after about 10 minutes¿. During troubleshooting, it was established that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The patient had used an approved sample site and the correct testing technique. However, the patient did not have control solution with which to test the meter and test strips. Based on the information provided, the patient was symptomatic prior to testing with the subject meter. However, this complaint is being reported because the meter did not meet lfs' accuracy criteria and the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.